Manufacturer narrative:
The initial and final report results of eval are included here instead of being attached: the device returned was evaluated for the reported problem. The reported problem was repeatable and the root cause was found to be incomplete programming. The captain of the fire station does not know who upgraded device, nor does he have a programming battery or programming record. The one unit affected has had software reinstalled and will be returned to the user.

Event description:
It was reported that in attendance of a scene of female pt was found dead, however, in accordance with the fire dept protocol a samaritan AED was attached to the deceased and subsequently "locked up" in an analysis period. The unit could not be turned off. The attending personnel removed the data-pak, however, the unit locked during analysis after the data-pak was subsequently re-inserted.